Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found the instrument's tube extension to be broken at the distal clevis hub and tube extension interface. An orange piece had broken off from the instrument which measured approximately 0.155 x 0.213. The orange piece that broke off was not returned with the instrument. Failure analysis concluded that the damage may be due mishandling/misuse. Failure analysis investigation also found the following additional damages to the instrument: the instrument's main tube was cracked. The tube had a small hairline fissure in the axial direction, located directly below the tube reinforcement ring. The instrument's main tube had scratch marks/abrasions. In addition, the distal end of the main tube had various scratch marks with light material removal. The scratches measured 0.103 - 0.139 in length was not aligned with the tube axis. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the various scratch marks on the main tube with light material removal found during failure analysis if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci myomectomy surgical procedure, it was observed that the wrist area cracked and bunched up (by the orange tape) on the monopolar curved scissors instrument. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.